Event description:
Reported by the complainant as follows: "a type of debris was discovered from the catheter of patient during operation. Although this patient rather tends to have calculus, this debris is not familiar to the doctor." Debris was found again from the same patient. Return sample will be shipped to manufacturer for testing, when available.

Manufacturer narrative:
Reports 2243969-2006-000020, 2243969-2006-000021 & 2243969-2006-000022 refer to the same event. Convatec is not certain as to the identity of the debris found in this patient's catheter or if any untoward medical events arose as a result of it. This event is being reported as a due diligence measure while further case investigation and analysis continues on the debris samples expected to be sent to convatec.